Event description:
It was reported the patient had a shocking or jolting sensation when they went into a (B)(6) store and the security system turned their device off and their remote confirmed it. It was stated the patient also got shocked when they vacuumed. It was noted the patient had problems since six months after it was implanted and it had ¿messed up¿ several times.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v330973, implanted: (B)(6) 2009, product type: lead. (B)(4).